Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device made unusual noise and overheated (118.1 degrees in 9 min should be less than 118 degrees in 10 min), then stopped and displayed an e6 error code. It was further determined that the connector had deep gouges. It was observed that the pin with the green wire (hall sensor) was pushed back in the connector, which caused the device to overheat, run intermittently and make noise. It was further determined that the gouges in the connector was consistent with mishandling by allowing the connector to hit against something sharp. It was determined that the issue with the pin pushed back in the connector was consistent with the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was discovered that the motor device would not actuate. During in-house engineering evaluation, it was observed that the device made unusual noise and overheated (118.1 degrees in 9 min should be less than 118 degrees in 10 min). It was further determined that the device then stopped and displayed an e6 error code. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.